Event description:
It was reported the patient was doing ¿great,¿ but needed an MRI so the lead was removed. Upon removal, the lead broke after the first tine. A lateral image showed the electrode column still in the sacrum. The lead fragment was less than six centimeters long. Two days later, it was indicated the implantable neurostimulator was also removed as of the date of this report. It was stated the device ¿stopped working.¿ it was unknown why or when the device stopped working. An x-ray confirmed that there was a four millimeter lead left in the patient¿s body. The following day, it was noted the patient was doing well after the procedure. There was no surgical intervention done regarding the lead fragment in the patient. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v350508, implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication (december 2010).